Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon inserting a tampon it felt like the applicator scratched her. After insertion she noticed the applicator was cracked and was bent open and jagged. She experienced pain and small cuts in the vaginal area. She was feeling better and the pain was improving. She did not seek medical attention.